Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as red, itchy, small bumps. The patient was prescribed benadryl. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.